Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an atrial flutter (afl) procedure , the customer noticed charring on the proximal part of the tip. The size of char was 1 mm but was not around the tip catheter. The customer started ablation with 20watts/300sec and at the end of the procedure some ablations with 30watts/300sec.

Manufacturer narrative:
(B)(4) it was reported that after an atrial flutter (afl) procedure , the customer was noticed charring on the proximal part of the tip. The size of char was 1 mm but was not around the tip catheter. The customer started ablation with 20watts/300sec and at the end of the procedure some ablations with 30watts / 300sec. The returned device was visually inspected upon receipt and char was observed on the proximal side of tip dome. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was also performed and the catheter passed specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, catheter met manufacturing specifications.